Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, on clipping of the duct, the surgeon was able to squeeze the handle, there were issues experienced with the loading or firing of the clips. Another product of the same make and model was opened to complete the case. There was no patient injury.